Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, using acrobat-I stabilizer. They did the positioning and turned the nozzle to fix it, it slipped and could not be fixed. Even after trying several times, it was not fixed in the same way, and finally a substitute was issued and the case was successfully completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25148602 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, using acrobat-I stabilizer. They did the positioning and turned the nozzle to fix it, it slipped and could not be fixed. Even after trying several times, it was not fixed in the same way, and finally a substitute was issued and the case was successfully completed. The hospital did not report any patient effects.